Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely a temporary malfunction of the dimming function occurred because there was no recurrence or detailed cause information. The specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the following report regarding the patient. - the patient able to defecate normally. - there is not a permanent defecation injury / pain after the procedure.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during hysterectomy with the subject device, darkness image occurred. The rectum of the patient was tissue damaged and the user changed the procedure to open surgery. The patient's hospitalization was extended. The patient has already discharged. The subject device was used in combination with ch-s400-xz-eb and clv-s400. Other detailed information was not provided.